Event description:
Information received as follows: customer reports red; open and weepy skin under mass for approximately two (2) weeks.

Manufacturer narrative:
Based on the evaluation information, this event is deemed a serious injury. It is reported that end-user performs the following skin care: (B)(4) adhesive remover; water; (B)(4) sting free barrier then stomahesive powder. End-user was educated in proper product use and appropriate skin care techniques. Medical and regulatory statements have been reviewed. Skin discomfort complaint issues were investigated based on the following requirements: an assessment of the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy patients and/or health care provider is consistent with the conditions that ostomy patients experiences as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. Adverse event monitoring will continue to be performed. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No additional information is expected.